Manufacturer narrative:
(B)(4). Batch#: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided, therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, a breaking sound was heard, and the clip was not formed fully when the trigger was grasped. It occurred several times. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.